Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found pad printing removed from the instrument tube extension. The electrical continuity test was performed and passed. The flush tube was not kinked. No other damage was found. Failure analysis concluded that the pad printing removal was likely due to mishandling.

Event description:
It was reported that in central processing, it was noted on the monopolar curved scissors instrument that the orange tape is coming off. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.